Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump started to make noise, removed the batter, and inserted a new one and it continued to the same thing. The customer was experiencing blood glucose of 56 mg/dl, corrected with food. Troubleshooting was performed and the constant tone continued. Customer will remove the battery, for a period of time, then reinsert the battery, and monitor the device. Customer is not returning the device for analysis.